Event description:
Patient presented with symptomatic complete heart block. Pacer pads were applied. Pacer pads remained due to patient cardiac instability for seven hours until a permanent pacer was inserted. On removal of the pacer pad on the chest, a wound that appeared to be a burn was noted on the skin approximately two centimeters in diameter. Skin was noted as dry prior to placing pads. Pads were discarded after removal, unclear if insufficient pacer gel as cause. Wound treated an patient subsequently discharged home.